Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the nozzle was loose and the switch button one rubber was cut however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the suction channel on the evis exera ii colonovideoscope tested positive for over 200 colony forming units (cfus) of pseudomonas aeruginosa. The device was removed from service immediately and underwent additional reprocessing and culturing. After the third culture had similar findings, the customer sent in the scope for further inspection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the air/water channel tested positive for 52 colony forming units (cfus) of mesophilic aerobic germs. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the methods to clean, disinfectant and sterilize the endoscope. During pre-cleaning, water is aspirated through the instrument and suction channels. The customer flushes air/water channel and auxiliary water channel. The customer uses detergent sekusept aktiv during pre-cleaning and manual cleaning processes. During manual cleaning, the customer brushes the instrument/suction channel, suction cylinder, instrument channel opening, the distal end and areas around the lever. The customer uses keysurgical double cleaning brushes. The scope was not manually disinfected. The customer uses automatic endoscope reprocessor (aer) rdg-e2 along with detergent olympus endoact and olympus disinfectants endodis/endodet. Olympus is the customer¿s maintenance company. The customer stores the endoscope vertically in a simple cabinet without a drying function. The scope was not disinfected. In addition, the customer¿s aer was cultured and no microorganisms were identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.